Event description:
The surgeon reported that the patient has been noticing continuous hip pain since original surgery. Patient came into office and still has pain at increasing level. He has been evaluated for infection and loosening with negative results.

Manufacturer narrative:
Catalog number/lot code of other device listed in this report: cat # nls-301600p, lot # 26852701. Description: lrg tap pri mod neck 16deg 30mm. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.